Event description:
Additional information later reported the patient still had concerns regarding their device or therapy but was working with their hc p/manufacturer representative. An appointment was scheduled for (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's health care provider (hcp) was reducing the patient's dosage by 10% per week and taken away her oral medication. The patient had fallen 2-3 times. Since december 31 she started to have weekly dosage reduction by 10% per week. The patient had a blood pressure issue and was dizzy, which caused her to fall. She got 9 broken ribs from falling in her tub 2 weeks ago. The patient's legs were jerky. She had been experiencing withdrawal since the dose reduction. The patient had dizziness and weakness. It was hard to breath and she could not stand straight/up. Her legs were numb and pain was coming back.

Event description:
It was reported the patient was told that the pump wasn¿t safe for her to have the pump because she had been around someone who did drugs. It was noted the patient¿s health care provider (hcp) had dismissed the patient and wasn¿t going to fill her pump anymore. It was also reported all of the patient¿s drug tests had come back clean. It was reported the patient¿s hcp began decreasing the dose about 2 weeks ago and this was the third week. The hcp wanted to put saline in the pump. After the first dose decrease the patient started to feel sick, was having really bad pain, and was dizzy. The patient fell in the bathtub and bruised her chest cavity. It messed up her ribs. The patient¿s left leg was also numb. The patient cracked 2 ribs and could hardly breathe or lift up her leg. The patient went to the emergency room last sunday and her blood pressure was 220/112. The patient had been on opiates for ten years and built up a tolerance, which was why she needed the pump. The patient¿ had heart problems. She was scared as a (B)(6) girl. The patient was previously being used to deliver morphine at 5.540 milligrams per day and was currently at 4.991 milligrams per day at the time of this report. It was reported 2 days later that the patient¿s relationship with her doctor had ended and needed to find a health care provider (hcp) for a refill date of (B)(6) 2014. The patient¿s hcp was lowering the dose so she would not ¿leave with any morphine in her pump.¿ the patient had begun having withdrawal since the hcp started lowering the dose 2 weeks ago. The patient had chest pains and could hardly stand. Her back was throbbing and she had to stand to bend over and couldn¿t stand on her feet. Her blood pressure was ¿sky high¿ and her doctor was tripling her blood pressure medication. Each week if it got worse then they would take it down. It was reported the pump made the patient able to do things and without it she would be curled up in bed. It was also reported for the last few months the pump had been moving/droppin. The pump used to be under the ribs/hitting ribs, but had been dropping, a little more all the time. The patient noticed recently by the way her clothes were fitting. It was reported the pump was at 73.077 and was lowered to ¿4.¿ the patient¿s total dosage was 7.634 milligrams per day including the bolus of 1.474 milligrams which could be used 3 times per 24 hours.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).